Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
Based on the additional information received from the health-care provider, the reason for the explant at implant was due to a perivalvular leak. The health-care provider also mentioned that the explant at implant was not related to any device malfunction. Per the operative report, after placing the bioprosthesis valve, which appeared to see well, the aortomy was then closed with double layer of continuous 1-0 prolene. De-airing maneuvers were performed and aortic cross lamp was removed. During the process of re-warming, the patient was allowed to eject. At this point, it was noted that the patient had a small perivalvular leak which was located between the left and right cusp, located somewhat anteriorly. Per the surgeon, the bioprosthesis valve may not have seated completely in that position and that was the source of the leak. Consequently, the surgeon felt that it was in the patient's best interest that the valve be explanted and be redone. After explanting the valve, subannular sutures were placed. These pledges were bigger and sturdier than the ones used previously. Another edwards bioprosthetic valve was placed and seated quite well. The aortomy was closed and patient was again rewarmed. De-airing maneuvers were performed and aortic crossclamp was removed. Tee confirmed good de-airing. The patient tolerated the procedure well and was transferred to the cv ICU postoperatively. There is no information suggesting a device malfunction or quality deficiency related to the subject valve. This event appears to be procedure related, as the surgeon indicated inadequate seating of the valve. No further actions will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency.